Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02444. The same pt is represented in each medwatch.

Event description:
It was reported that the pt underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and a sling was implanted. The pt experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional info is provided at this time.